Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. In addition, the patient also claimed that the subject meter was reading inaccurately erratic. These complaints were classified based on additional information obtained by the medical surveillance specialist (mss) after listening back to the original call recording. The patient reported that the subject meter had been reading inaccurately ever since he obtained it around a year ago, but the incident which he was calling about occurred 2 and a half months prior to the alert date of (B)(6) 2015. At this time the patient obtained blood glucose readings of 382 and 296mg/dl with the subject meter performed within 20 minutes of one another. The patient also compared the reading of 382mg/dl to a doctor¿s meter reading of 140mg/dl, and also compared the reading of 296mg/dl to a doctor¿s meter reading of 192mg/dl. These meter/meter comparisons were obtained in blood glucose tests performed less than 30 minutes from each other. The patient manages their diabetes with levemir and novolog insulin (70 units and 36 units per day respectively), and did not make any changes to their normal dosage as a result of the alleged product issues. On the same unspecified date 2 and a half months prior to the alert date the patient experienced low blood sugar and seizures. In response to this, the patient was taken to the emergency room (ER) where they were treated by a healthcare professional (hcp). The exact treatment which was provided is not known but the patient stated that the hcp took insulin away from their normal regimen. It was at this stage that the doctor¿s meter results of 140 and 192mg/dl were obtained. The patient stated that he was admitted to hospital, however, it is not known how long he was admitted for. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. These complaints are being reported because the patient claims to have obtained inaccurately high and erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issues began. Additionally, the patient received treatment from a healthcare professional for these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.